Event description:
Information was received from manufacturer representative who reported the patient called today to report he wasn¿t going to make post op appt and wanted stimulation turned on. Patient said he was in rehab hospital. Stimulation was turned on and patient reported that he feels it in his pain areas. Patient is in rehab facility recovering from weakness in legs. Rep reported that weakness due to procedural hematoma. Patient is rehabbing and physician believes fully recoverable. Not fully recovered but in the process. Information was confirmed with managing physician.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jan-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jan-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.